Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation and experience a return of symptoms. The patient has a history of non-compliance of charging due to cognitive decline. It is unknown when the patient last charged the ipg and when the patient lost therapy. Troubleshooting confirmed the ipg was inoperable. To address the issue, the physician explanted and replaced the ipg with a non-rechargeable model, which resolved the issue.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per event description, patient history of noncompliance to charging due to cognitive decline.